Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by replacing air gas module and the double channel plate. No parts have been returned for the further analysis of the issue. The air gas module regulate the air gas flow and a fault in the air gas module may lead to inaccurate gas flow regulation. This will be detected during sco and alarms will be activated if the failure occurs during treatment. The root cause to the reported issue has not been determined.